Manufacturer narrative:
This report is being submitted for additional information regarding the event found during device evaluation. The investigation is ongoing. A supplemental will be submitted on completion of investigation if any additional information is available.

Event description:
It was further reported, during evaluation of the returned device, foreign material was found on the brush after it was pulled out of the suction cylinder. The foreign material was also found after the nozzle was disassembled underneath it.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material could not be further identified. A further cause of the suggested phenomenon could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A device evaluation also revealed air leakage at the bending section cover. The insertion tube nozzle came off. The charge coupled device (ccd) cover lens had scratches. The c-cover at the distal end was cracked. Bending tube metal braid was damaged. Insertion tube protector had scratches and the coating was peeling off. The insertion tube insulation was near threshold value. The paint of the air/water nut and suction cylinder nut was peeled off. The switch key top collapsed and universal cord protector had a gap. The control unit angulation was less. Cleaning brush could not be inserted through the instrument channel. The image was tilted. The surface of the objective lens had poor water contact. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the bending section of the colonovideoscope was found perforated during reprocessing. The device was returned and an evaluation revealed foreign material stuck under the nozzle and inside the air/water channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.